Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('episodes of abdomino-pelvic pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism. Concomitant products included fluindione (previscan) for pulmonary embolism. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal distension ("abdominal bloating"), abdominal pain ("episodes of abdomino-pelvic pain"), tachycardia ("tachycardia"), hyperhidrosis ("sweat"), headache ("headaches"), menometrorrhagia ("chronic menometrorrhagia"), arthralgia ("arthralgia"), tooth loss ("loosening of teeth nos"), constipation ("constipation one month after the surgery") and the second episode of abdominal distension ("abdominal bloating one month after the surgery"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, tachycardia, hyperhidrosis, headache, menometrorrhagia, arthralgia, tooth loss, constipation and the last episode of abdominal distension outcome was unknown. The reporter considered abdominal pain, arthralgia, constipation, headache, hyperhidrosis, menometrorrhagia, pelvic pain, tachycardia, tooth loss, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: the patient experienced constipation with abdominal bloating one month after the surgery. Most recent follow-up information incorporated above includes: on 31-may-2019: new reporter added; medical history and concomitant medication provided; a visit occurred in (B)(6) 2017 to ask the removal of essure. No treatments related to symptoms described in the notification of essure case. The chronology was mentioned as causal relationship between events and essure, by the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('episodes of abdomino-pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal distension ("abdominal bloating"), abdominal pain ("episodes of abdomino-pelvic pain"), tachycardia ("tachycardia"), hyperhidrosis ("sweat"), headache ("headaches"), menometrorrhagia ("chronic menometrorrhagia"), arthralgia ("arthralgia"), tooth loss ("loosening of teeth"), constipation ("constipation one month after the surgery") and the second episode of abdominal distension ("abdominal bloating one month after the surgery"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, tachycardia, hyperhidrosis, headache, menometrorrhagia, arthralgia, tooth loss, constipation and the last episode of abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, constipation, headache, hyperhidrosis, menometrorrhagia, pelvic pain, tachycardia, tooth loss, the first episode of abdominal distension and the second episode of abdominal distension with essure. The reporter commented: the patient experienced constipation with abdominal bloating one month after the surgery. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.